Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. On the first inflation the maverick 2 monorail 12mm x 2.75mm balloon ruptured at ten atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluatedby manufacturer: as the unit has not been returned could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).